Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's elective scs ipg replacement procedure, the patient experienced respiratory distress. As a result, the patient was flipped in order to access in airway. The patient was resuscitated and the procedure was completed. Post-operative, the patient had regained baseline functionality. As of (B)(6) 2016, the patient was "good".